Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06/03/2017 with the following findings: -battery compartment is cracked at threads on the side, returned battery cap can fit. Abb cover is torn, moisture corrosion is observed on the battery cap, leak test failed due a battery compartment leak and bolus button leak. -keypad rubber is undamaged, all buttons are unresponsive, unable to verify reported ¿tactile/changes¿ complaint. The keypad was removed; no contamination or damage was found to the key¿s.-pump¿s cover was removed; further moisture ingress was found to printed circuit board inter-board flex. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The tactile changes complaint was duplicated in testing. Additional (B)(4) is added.